Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "wrong set failure at channel b." This had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with an inoperative open button on the keypad of channel a was confirmed during product evaluation. The cause of the reported condition was determined to be a faulty pump head module (phm). The phm assembly was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.